Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported no change in hearing perception with the device. In situ measurements taken in (B)(6) 2016 showed impedance on all channels within normal limits; measurements taken in (B)(6) 2016 showed 6 channels with high impedance. The affected channels were disabled.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is considered to have caused the observed channels with high impedance. To determine an exact root cause a device investigation of the explanted device is necessary. However, no further clinical follow up is planned since the patient is benefiting from the use of the device. If additional information is received, the complaint will be further investigated.

Event description:
The patient reported no change in hearing perception with the device. In situ measurements taken in (B)(6) 2016 showed impedance on all channels within normal limits; measurements taken in (B)(6) 2016 showed 6 channels with high impedance. The affected channels were disabled. The patient will report in if there are any changes in hearing perception or speech. As per additional information received, no changes in health or specific incident of accident or trauma were reported. The patient is using device every day. The patient was to inform the clinic if there are any changes in hearing perception or speech. As of (B)(6) 2016, the patient had not reported any further problems to the clinic. No further clinical follow up is planned.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is considered to have caused the observed channels with high impedance. However, to determine an exact root cause a device investigation of the explanted device is necessary. Revision surgery has been scheduled for (B)(6) 2017. The complaint will be further investigated once the concerned device is received for investigation following revision surgery.

Event description:
The patient reported no change in hearing perception with the device. In situ measurements taken in (B)(6) 2016 showed impedance on all channels within normal limits; measurements taken in (B)(6) 2016 showed 6 channels with high impedance. The affected channels were disabled. The patient will report in if there are any changes in hearing perception or speech. As per additional information received, no changes in health or specific incident of accident or trauma were reported. The patient is using device every day. The patient was to inform the clinic if there are any changes in hearing perception or speech. As of (B)(6) 2016, the patient had not reported any further problems to the clinic. No further clinical follow up is planned. As per latest information received, the patient lost access to sound with the device. When moving the pinna she could hear soft sounds but still had no speech perception. In situ measurements taken in (B)(6) 2017 showed all 12 electrodes change impedances between normal and high values, depending on moving or not moving ear tip and pinna. The patient will be re-implanted on (B)(6) 2017.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
The patient reported no change in hearing perception with the device. In situ measurements taken in (B)(6) 2016 showed impedance on all channels within normal limits; measurements taken in (B)(6) 2016 showed 6 channels with high impedance. The affected channels were disabled. The patient will report in if there are any changes in hearing perception or speech. As per additional information received, no changes in health or specific incident of accident or trauma were reported. The patient is using device every day. The patient was to inform the clinic if there are any changes in hearing perception or speech. As of (B)(6) 2016, the patient had not reported any further problems to the clinic. No further clinical follow up is planned. As per latest information received, the patient lost access to sound with the device. When moving the pinna she could hear soft sounds but still had no speech perception. In situ measurements taken in (B)(6) 2017 showed all 12 electrodes change impedances between normal and high values, depending on moving or not moving ear tip and pinna. The patient was re-implanted on (B)(6) 2017.